Event description:
It was reported that during set up for a procedure the micro sagittal saw ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have corroded sockets. The device was repaired and returned to the user facility.